Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2014 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. Investigation did not duplicate the alleged keypad response issue. Unrelated to the original complaint, the display was noted to be dim, and discolored and there was evidence of moisture inside the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a button/keypad issue involving tactile changes/unresponsive keypad buttons. There was no health consequence to the patient associated with the reported incident. This complaint is being reported because the alleged keypad button issue was not resolved with troubleshooting.